Event description:
It was reported that the customer jumped into the pool while wearing the insulin pump. It was stated that the customer took off the device and it was alarming button error. Troubleshooting was performed. The mother stated that there was no fluid under the liquid crystal display. Advised the mother to discontinue use of the device and to revert to back up plan. The mother stated that they would seek medical attention at the emergency room since they do not have a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.